Event description:
Fluoro from a previous catheterization was missing from horizon cardiology. Mckesson (vendor) researched, and found numerous studies which were not migrated by mckesson from old to new long term archive in 2008. Forwarded vendor letter and spreadsheet of missing studies to risk management.